Event description:
It was reported that the pump had a pixel issue on the pump display, which affected the ability to interact with the pump or read the pump screen. There was no adverse impact to the customer¿s blood glucose level. Tandem technical support arranged to send a replacement pump and provided instructions for returning the problematic pump. The customer will use a backup insulin pump to ensure continued insulin delivery until the replacement arrives.